Event description:
The patient is experiencing symptoms. It is noted that the patient describes that: "feels hip is 'loose'". The following measurements were recorded at 30 months since index surgery: cobalt -0.4; chromium - 0.1. Further follow up is planned for this patient.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown rejuvenate modular femoral stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Remains implanted.

Manufacturer narrative:
An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
The patient is experiencing symptoms. It is noted that the patient describes that: "feels hip is 'loose.'" The following measurements were recorded at 30 months since index surgery: cobalt -0.4; chromium - 0.1. Further follow up is planned for this patient.